Event description:
It was reported to boston scientific corporation in 2006 that an autotome - sphincterotomes was used during an endoscopic retrograde cholangiopancreatogram (ercp) procedure the same day. (Male patient, age and weight unknown) according to the complaint, "the tip was damaged". The case was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay"

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Device disposed of by customer.